Event description:
Home patient (hp) reports pain in chest area due to excess air infused into the peritoneal cavity during treatment on the homechoice device. Hp reports pt peritoneal cavity during treatment on the homechoice device. Hp reports pt extension line was not fully primed as forgot to open the clamp on the pt line of the homechoice set, prior to starting treatment. Baxter technician assisted hp in ending treatment. Rn reports that was unaware of incident and reports no pt injury or medical intervention required as a results of incident.